Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient sample on a cobas e 411 analyzer (disk system). It was reported that the initial result gave a "below signal value". The repeated result was > 3000 pg/ml. The result after a dilution (the dilution ratio was not specified) was 5.5 pg/ml. The sample was repeated, and the result was 55.0 pg/ml.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.